Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that additional intervention was required to remove a fractured wire. A 2.4 mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). The device was prepped and used in a normal fashion. Upon removal of the non-bsc .014 300 cm wire, the wire fractured in half inside the sheath. A unspecified balloon was used to trap the fractured end of the wire inside the sheath and was removed from the patient. It was alleged that the jetstream may have caused the wire fracture. There were no patient complications reported .